Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 5/8 in., 25 g the hub was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: however when the plunger on the syringe was pushed the medication came out of the hub of the needle as the hub of the needle was cracked.